Manufacturer narrative:
A ticket search for lot 07477fp00 did not identify an increase in complaint activity related to falsely elevated patient results. A review of ticket trending for the alinity I ca19-9xr (ln 8p32) assay did not identify any trends. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 07477fp00 and internal panels. All acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca19-9xr reagent, lot 07477fp00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21.

Event description:
The customer reported falsely elevated alinity I ca19-9 results on one (B)(6) male patient being monitored after cancer treatment. The results provided were: (B)(6) 2020 alinity ca19-9 1:1 = >1200u/ml (</=37.0 u/ml)/ 1:10 = 4147.7 u/ml; outsourced span-1 = 220 u/ml (</=30.0u/ml); dupan-2 = 410 (</=150u/ml); on (B)(6) 2020 alinity = 6.5u/ml; span-1 = 38u/ml; dupan-2 = 53u/ml; historic results (B)(6) 2019 = 16.7; (B)(6) 2019 = 13.8; (B)(6) 2020 = 190.2u/ml. The patient was diagnosed and treated for: total gastrectomy (2006), pancreatic cancer (2007) and colon cancer (2017). There was no reported impact to patient management. Patient diagnosis' - anemia, lung disease, digestive disease, and diabetes.